Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was described as a leak of diluent from the aspiration syringe on the instrument. The volume of the leak was reported as less than 5 ml and the leak was contained. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There was no report of exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found the leak was not from the aspiration syringe, as the customer reported. There was a loose set screw on the bsv (blood sampling valve) motor assembly allowing diluent to leak from the bsv to the aspiration syringe. The fse tightened the set screw on the bsv motor assembly to resolve the leak. Identified failure modes: the failure mode is a loose set screw on the bsv motor assembly. No erroneous results were generated; the failure mode identified is likely to cause erroneous results for white blood cell, red blood cell, nucleated red blood cell, differential and reticulocyte counts. Evaluation of product labeling: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).